Event description:
Reportedly, on (B)(6) 2025, the transmitter does not connect to the back office.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event: the device is not able to fully initialize and to connect to backoffice. Review of the files is still ongoing and results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the transmitter does not connect to the back office.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event; the smart monitor is not able to communicate to back office and rebooting does not resolve the issue. Review of the log permit to establish that the event was caused by a modem error. The origin of this error could not be clearly established, the most probable hypothesis is that a hardware/component failure occurred. This case is retained and utilized for trend purposes.